Manufacturer narrative:
In the case description, the user mentioned starting a bolus, but it did not deliver or show in the history. They also mentioned regularly getting values expired dialog boxes. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files showed evidence that every bolus that was started was successfully delivered. The log files showed that the values expired dialog boxes were appearing while on the confirm bolus screen when attempting to start bolus delivery. These messages appeared due to the timestamp for the estimated glucose value reading or the insulin-on-board calculation not matching during loading of the bolus calculator. The exact cause of this timestamp mismatch could not be determined from the available logs. The logs did show that the user was able to acknowledge the messages, re-enter everything into the bolus calculator and start the boluses when these messages appeared and that they did not prevent a successfully started bolus from being delivered and recorded in history. No evidence of a bolus that was started not being delivered and recorded in history was observed in the logs. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that when entering carbohydrate amounts for meal boluses, the device often displays a message indicating the value has expired, and there is nothing recorded in the history. They noticed the bolus was not on the app, and the patient experienced high blood glucose levels (levels not disclosed). The mother reported requiring repeated entry two to four times before delivery proceeds. The patient had a scheduled appointment with their healthcare professional in february and would prefer to wait until the appointment before re-setting the personal diabetes manager (pdm). The patient¿s mother was advised this was due to sensor transmitting values and that they must enter values again within 5-minute intervals or they can go into manual mode, enter the bolus and go back to automated mode.

Manufacturer narrative:
Investigation findings included no finding available, which was included in error. Please disregard that findings code.